Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed the patient interface module tests and found the pressure vent status, leak status and membrane status were failed. In compressor output test, the fse got the reading of the x2 drive pressure was only 444 mmhg (normal is 1000 mmhg above). The fse replaced the drive pressure regulator. The fse performed a visual inspection, functional tests, battery runtime tests. The tests were all passed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily check the cardiosave intra-aortic balloon pump (iabp) has an autofill failure. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), e2, e3, g2, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d4 (version or model #, catalog #, unique identifier (UDI) #), d5.